Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient experienced unexpected elevated blood glucose levels for 6 months. Physician alleged the pump does not work correctly. No adverse event reported. Requested return of the alleged pump for evaluation.